Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection was performed which showed a particle inside of the bags. The reported condition was verified. The cause of the issue was related to the supplier manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had small, hard plastic pieces inside of the bags. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.